Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor (ID (B)(6)) was implanted on (B)(6) 2025. On the same day, moderate cerebrospinal fluid (csf) leakage was observed from the side hole of the catheter where the stylet had been removed. The physician subsequently retrieved the catheter and discontinued monitoring due to sensor failure on (B)(6) 2025. The monitor used was an icp express, 220 volt (ID (B)(6)), and the cable used was an icp express cable (ID (B)(6)). There is no information available indicating whether the patient experienced any signs or symptoms related to the csf leakage. The patient is stable.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h11. The microsensor (ID 826653) was returned for evaluation. Device history review - no anomalies were identified during the manufacture or packaging of the device. Failure analysis: a visual inspection was performed on the returned device. Both the catheter and sensor were examined, and no visible damage was found. A syringe filled with water was attached to the catheter, the catheter tip was clamped, and pressure was applied using the syringe. No water leakage from the catheter was observed. Based on the failure analysis evaluation, we were unable to confirm the complaint. Root cause analysis: the complaint was not confirmed in the complaint investigation. The potential root cause include: drainage lumen is punctured.

Event description:
N/a.